Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and polyp ('if I cold get bladder repair , and they found polyp. I turned out to be a small cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced polyp (seriousness criterion medically significant) and pollakiuria ("constantly have to use the rest room") and was found to have bladder cancer ("if I cold get bladder repair , and they found polyp. I turned out to be a small cancer"). The patient was treated with surgery (bladder repair and hysterectomy). Essure was removed. At the time of the report, the medical device removal, polyp, pollakiuria and bladder cancer outcome was unknown. The reporter considered bladder cancer, medical device removal, pollakiuria and polyp to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, polyp , pollakiuria , bladder cancer. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and urinary bladder polyp ('if I cold get bladder repair , and they found polyp. I turned out to be a small cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced urinary bladder polyp (seriousness criterion medically significant) and pollakiuria ("constantly have to use the rest room") and was found to have bladder cancer ("if I cold get bladder repair , and they found polyp. I turned out to be a small cancer"). The patient was treated with surgery (bladder repair and hysterectomy). Essure was removed. At the time of the report, the medical device removal, urinary bladder polyp, pollakiuria and bladder cancer outcome was unknown. The reporter considered bladder cancer, medical device removal, pollakiuria and urinary bladder polyp to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, polyp , pollakiuria , bladder cancer. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.